Event description:
An mst dfh-0010, 23g, hoffman/ahmed micro-scissors, straight malfunctioned during surgery. (B)(6) operating room nurse, reported that there was no pt impact. (B)(6) stated that the surgeon cut the iris and then was cutting prolene sutures during an anterior vitrectomy when one of the two blades broke off of the scissor. The surgeon was able to remove the blade.

Manufacturer narrative:
The unit was returned "dirty" post surgery including sticky residue. There were areas of rust and discoloration. It appears the rust formed post surgery. Cause damage to the device.